Manufacturer narrative:
Date of the event was reported as an unknown date in (B)(6) 2017. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in cloudy effluent. The breach in aseptic technique was not further specified. The event was manifested by abdominal pain. On an unknown date, the patient was hospitalized for cloudy effluent. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for cloudy effluent. The day after hospital admission, the abdominal pain resolved; however, the cloudy effluent persisted. Thirty three days after the receipt of this report, the antibiotics were switched to unspecified oral antibiotics (drug names, doses, frequencies, and durations not reported) for cloudy effluent. That same day, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Dianeal therapy remained ongoing. On an unspecified date, the patient was retrained proper connect/disconnect method and proper aseptic technique was performed. No additional information is available.